Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side implant rupture. Device status is unknown.